Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) undersensed an episode of ventricular fibrillation and consequently, the patient fell into the zone where atp was the delivered therapy.